Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis. On (B)(6) 2018 left sided deflation was suspected and was confirmed by physical examination the next day. As a result, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
The device history record ( DHR) of lot number 5943766 was reviewed on 7/25/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 1/21/2020. The explant date was updated to 3/6/2020. D7 has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on april 23, 2020. When the devices were explanted that were replaced with 445cc allergan natrelle inspira breast implants. The investigation of the returned device was completed by the failure analysis lab on april 29, 2020. Device evaluation summary: during visual evaluation, an anomaly was observed on the device consistent with a crease/fold deflation. Leak testing was performed in accordance with mentor's procedures and a tear measuring approximately 0.2 cm was also observed within the crease/fold in the anterior view. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).